Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump "tried to start but was not delivering". The initial reporter stated that the complaint had occurred during testing and had no effect on a patient, but no other information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for investigation, the motor had failed, which resulted in an error code 12. The pump could not be tested further because of the persistent error code. The pump was serviced to correct the issue.